Manufacturer narrative:
No clear root cause could be determined. A general reagent problem was not present as the qc prior to the event was within range.

Event description:
There was an allegation of a questionable elecsys hcg+beta result from the cobas 6000 e601 module. The initial result on 03-feb-2025 was 997 iu/l. A new sample on 05-feb-2025 gave a result of 263.6 iu/l. Another new sample on 07-feb-2025 gave a result of 6396 iu/l. The samples are not available for repeat. The result on 05-feb-2025 is believed to be incorrect compared to the initial result and the result from 07-feb-2025.

Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The investigation is ongoing.